Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.0mmx80mmx90cm sterling sl balloon catheter was advanced for dilatation; however during first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a sterling sl balloon catheter. The balloon was loosely folded with blood in the hub, balloon and lumen. Inspection revealed a longitudinal burst in the balloon material, 6mm in length. There is no indication the device was inflated over rbp. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.0mmx80mmx90cm sterling¿ sl balloon catheter was advanced for dilatation; however during first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.